Event description:
Account reported on (B)(6) 2015 that they had a patient with bilateral, unexpected outcomes following a standard, lasik procedure of (B)(6) 2015. Patient was a high myope preoperatively. Patient had two and five diopters residual astigmatism. Right eye -9.37 +0.50. Left eye -9.50 +0.50. Both eyes 20/20 with no loss of best corrected visual acuity. Account reported that vision had been stable and does not notice any improvement or worsening. Patient is left eye dominant. Information was requested however, account did not provide additional info. On 7/15/2015 account provided patient additional information: manifest refraction of (B)(6) 2015: right -1.50 +1.50 x 90 20/15; left -2.25 +5.00 x 75 20/20-1. Surgeon reported retreatment has not been done as is waiting for patient to be stable.

Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service. A review of pre-op topography for the patient was abnormal. This likely contributed to the irregular post op topographies following a conventional treatment. Another contributing factor may have been that a decentered intralase flaps with ablation over the hinge. All pertinent information available to abbott medical optics has been submitted.